Event description:
System error 2240 message appeared on the display of the home pt's homechoice machine during the dwell cycle. Her cat had access to the supply bags and was playing with the tubing. The home pt noted solution on the table where her set-up is placed. Baxter's technical service center assisted the home pt in ending therapy. No pt injury or medical intervention was indicated at the time of the initial report.